Manufacturer narrative:
(B)(4). The covidien service engineer (cse) evaluated the device and verified the malfunction. The cse replaced the graphic user interface (gui) to resolve the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator display became dark and the safety valve opened. The patient was transferred to another ventilator without harm.